Event description:
It was reported that bd angiocath plus 22ga x 1in needle went through catheter while introducing catheter when IV was placed, the patient complained pain so removed catheter and found that it is bent. The event was closed as using another catheter.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. The assembly process was reviewed. If the needle pierced through catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application, when the product was manipulated, or during needle cover removal if not done carefully. As current controls, there are outgoing and in-process visual inspections in place to check for needles that have pierced through the catheter and catheter damage. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.